Event description:
The bipap a series ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no allegation of serious or permanent harm or injury. During the evaluation of the device, the service technician observed visible foam particles. The device was processed as scrap. The device will be included in fsca 2021-05-a. Additional findings not related to the malfunction/issue: device error code was noted in the error log and indicates a defective electronically erasable programable read only memory (eeprom) in bipap devices with released firmware version 2.3 and below. This device was confirmed to have released firmware version 3.6.1 and is exempt from the issue. An additional device error code was noted in the error log indicating the device was unable to write to the error log. Thiis is a non-critical, log-only event which would require replacement of the device printed circuit board assembly.